Manufacturer narrative:
The device was evaluated by the manufacturer and the complaint was confirmed. The handpiece had corroded flexes and the motor seized. The handpiece was repaired and returned to the customer.

Event description:
It was reported that during testing, the drill would not stop running. There was no pt involvement and no adverse consequences reported.